Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the vessel sealing instrument was observed to have frayed cables. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the nonconformance was broken cables. The cable assembly was found broken at the snake wrist. The broken cable segments were various in lengths. The instrument blade was not exposed out of the garage. Slight bio debris was found at the grip assembly. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.